Event description:
The customer reported while the screw head broke during insertion and the tip of the screw remains in the patient's bone.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned screw was evaluated, the screw was found to be fractured at the first minor diameter from the head and perpendicular to the length of the screw. The head of the screw has significant deformation on all of the clockwise faces of the slots, indicating there was a large force applied to the screw during insertion. There was no indication of manufacturing defects. The most likely underlying cause of the complaint issue is excessive torque applied by the user. Have been updated based on the device evaluation.